Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she was scratching the area next to the site and bumped the tubing and the tubing detached when she went back to connect at the quick release. Reportedly, when she touched the tubing she disconnected it. No further information available.